Manufacturer narrative:
One photo of the cracked syringe was received by the quality team for evaluation. From the photo provided, it was observed that there was a crack at the needle adapter location of the syringe. A device history record review for model 10014914 with a lot number of 20015853 was performed. The search showed that a total of (B)(4) units for was built on 10jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as syr psd microbore tubing cracked and the blood backed up. The following information was provided by the initial reporter: material no: 10014914 batch no: unknown. It was reported morphine tubing cracked at the clave. " morphine tubing cracked at clave. Blood backed up to morphine syringe. Tubing disconnected sterilely with 2 rns. New tubing reconnected sterilely.

Event description:
It was reported that as syr psd microbore tubing cracked and the blood backed up. The following information was provided by the initial reporter: material no: 10014914 batch no: unknown. It was reported morphine tubing cracked at the clave. " morphine tubing cracked at clave. Blood backed up to morphine syringe. Tubing disconnected sterilely with 2 rns. New tubing reconnected sterilely.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device expiration date: 2023-01-10. D.4. Medical device lot #: 20015853. H.4. Device manufacture date: 2020-01-10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as syr psd microbore tubing cracked and the blood backed up. The following information was provided by the initial reporter: material no: 10014914 , batch no: unknown. It was reported morphine tubing cracked at the clave. "Morphine tubing cracked at clave. Blood backed up to morphine syringe. Tubing disconnected sterilely with 2 rns. New tubing reconnected sterilely."